Event description:
During nursing assessment, the pt's right arm was noted to be grossly edematous, and with ecchymosis around the PICC line site. IV team was notified and they discontinued right PICC line. The PICC line was removed intact from right arm. Several small tears were noted to be present at distal end of blue port. Physician examined pt's right arm noting the distal aspect of right arm to be edematous and ecchymotic. Warm compresses were applied to the right arm.